Manufacturer narrative:
The customer called via phone stated he received a letter, states everything is okay and nothing was wrong with the insulin pump at this time however, states he has a broken belt.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of being taken to the hospital via ambulance on (B)(6) 2016 with blood glucose of 20 mg/dl after going to bed with blood glucose of 458 mg/dl. Customer was released. Healthcare professional advised customer to go back to the hospital due to being released without blood glucose being controlled; customer's blood glucose was 404 mg/dl the next day after being released for the hospital. Customer went back to the hospital on (B)(6) 2016 with blood glucose between 250 mg/dl and 260 mg/dl. Customer was treated and released after two days. Customer was wearing insulin pump at the time of hospitalization. Customer would call back for troubleshooting.